Event description:
Customer reported she experienced high blood glucose over 600 mg/dl. Customer stated she gave herself 8 insulin units through manual injection and level dropped down to 60 mg/dl. Customer stated she was cleaning the house and the infusion set was pulled out during exercise. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.